Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the post on the battery oscillator device was broken. According to the report, the device was heating up and smoking. It was further determined that the device was so hot that the user had to use multiple pieces of cloth to touch the device. There was a six minute delay to the surgical procedure. A spare identical device was available for use. There was patient involvement. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device oscillating head was damaged (broken pin) and the electric motor had excessive vibration. It was also observed that there was an unknown substance inside the unit and the electric motor was damaged. Therefore, the reported condition was confirmed. It was determined that the damaged electric motor (vibration) was consistent with normal wear. It was determined that the unknown substance found inside the unit was due to improper handling/cleaning. It was determined that the damaged oscillating head was due to manufacturing issue which has been escalated to a CAPA to address the moving pins in the saw head. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.